Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. H6- investigation type code (b): 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation and refractive surprise. In a separate surgery the lens was explanted. On the same day a replacement lens of a longer length was implanted, and the problem was resolved.

Manufacturer narrative:
Additional data: b5.-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation and refractive surprise. In a separate surgery the lens was exchanged with a longer length was implanted, and the problem was resolved. H6. Health effect- impact code (f): "4627" should be removed and code "4629" should be added. Claim# (B)(4).